Manufacturer narrative:
Following the initial reported event, a 3rd party distributor informed olympus that the unit was experiencing intermittent power problems due to a faulty power supply. The olympus technical manager (otm) noted that the faulty power supply would require replacement. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source had a faulty power supply noted during procedure preparation. There was no patient harm reported as a result of the above event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, it was confirmed that there was intermittent power interruption due to the failure of the power supply. It was recommended to replace the power supply and to clean and test the unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.